Manufacturer narrative:
(B)(4). Date sent: 01/21/2020. D4: batch # t5cn72. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon found the stapler hard to fire, and didn't cut tissue. Tried again the second time (tried to fire stapler again by pressing harder) and stapler finally fired, but they wish to know what¿s the issue with the product. No adverse event to patient reported. Force to fire was reported to be higher than usual. Surgery was delayed 15 minutes. There were no patient consequences reported.